Manufacturer narrative:
Additional narrative: (B)(4). The device manufacture date is unavailable. The manufacturing location was unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was observed that the saw blade device became totally dull after only one use. It was reported that there was no delay in the procedure. It was not reported if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The previous report stated the lot number as unknown. The lot number (ma2005) has been updated to reflect the serial number. The previous report stated the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (may 17, 2016) the device was manufactured. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of after one use, the saw blade was totally dull was confirmed. It was further noted that there was no package damage upon receipt, nor any damage to the pouch nor any visual physical damage in the device. The reported condition was confirmed. The assignable root cause was determined to be due to general wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.